Event description:
While treating an infant with another MFR's infant flow system (the alladin), the nose generator supplied by sensor medics was reported to have come loose from one of the two rubber band hooks. The attachment hook was reported to have been flared out, exposing a sharp edge. The sharp edge caused a small cut on the infant's left eyelid and a scratch on the cornea. One suture was required to close the cut.